Event description:
It was reported that the customer's insulin pump alarmed motor error, and the displacement test was not possible to perform. The drive support cap did not appear to be damaged. The self test passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. Unable to confirm the motor error alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen and case, broken belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.